Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic, dependent patient presented for routine follow-up, several noise reversion episodes were observed on stored egms. All episodes occurred within a few minutes of each other on two days. The noise appeared on both the lv unipolar tip and v sense amp iegms. The device is not set to record an atrial iegm so it was unknown if noise was also seen on the atrial channel. The noise appeared to be due to an outside source of emi. The patient was not aware of any emi source on those dates and times. Programming changes were recommended.